Event description:
The patient was admitted for a procedure in 2008 with a 90% slightly calcified, de novo lesion in the mid left anterior descending (lad) branch. It was noted that the vessel was slightly tortuous. The lesion was pre-dilated, then a 3.0 x 18mm cypher stent was delivered and crossed the target lesion. The stent delivery system backed out of the lesion. When delivering the cypher to the lesion again, the physician felt some resistance within the lesion. Therefore, he removed the cypher, keeping the guiding catheter engaged, and confirmed that the distal strut of the stent was flared. The procedure was successfully completed with another cypher.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt. See scanned page.